Event description:
It was reported the right ventricular (rv) lead dislodged and there were high/unstable thresholds, intermittent loss of capture and a lead perforation occurred. The lead was repositioned without complications and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.